Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing set came loose and leaked at the connection by the maxzero connector while connected to an adult patient. The patient did not receive medication as expected during procedure in the radiology department. The IV was under sterile drapes and was not noted until after the procedure was complete. There was no harm. An incomplete date of event of (B)(6) 2019 was provided.